Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Rv loss of capture, non-physiologic noise and oversensing with pacing inhibition were also noted. Technical services (ts) was contacted, and ts discussed with the field representative recent x-rays and suspected a lead connection issue to the header. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Rv loss of capture, non-physiologic noise and oversensing with pacing inhibition were also noted. Technical services (ts) was contacted, and ts discussed with the field representative recent x-rays and suspected a lead connection issue to the header. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Rv loss of capture, non-physiologic noise and oversensing with pacing inhibition were also noted. Technical services (ts) was contacted, and ts discussed with the field representative recent x-rays and suspected a lead connection issue to the header. The rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the ra lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms. The ra lead remains in service. No adverse patient effects were reported.